Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 508 mg/dl at the time of the incident. The customer¿s current blood glucose was 421 mg/dl. The customer stated that they were not on the insulin pump. The customer was not on the insulin pump at the time of the event. The customer reported that the insulin pump system was not been in use within 48 hours of reported high blood glucose event. It was stated that the customer was using the syringe. The customer stated that the battery cap was not locking in properly, and stated that the insulin pump was currently working. The device will not be returned for analysis.